Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle units in the air gas module and oxygen gas module and the inspiratory pipe were replaced. Goods have not been received for further investigation, despite several reminders. The received device log files confirms the reported problem there the safety valve test during pre-use check failed and the fault could be traced back to (B)(6) 23. Therefore the ¿date of event¿ will be determined to (B)(6) 2020. If there is a failure in the safety valve during ventilation, the pressure may deviate from the expected and alarms will be activated. The failure will be detected during pre-use check if present. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
It was reported that the ventilator failed the safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).